Event description:
This report is being filed after the subsequent review of the following literature article; (2011) complications specific to motion-sparing devices in the lumbar spine. Semin spine surg 23: 123-134. This article reports complications that were reported in studies involving total lumbar disc arthroplasty for the treatment of degenerative disc disease. The complications were divided into 3 specific categories: technique related, device-related and late post-operative. Technique related complications: vertebral fracture and implant malposition vertebral body fractures were reported as intraoperative and postoperative complications of total lumbar disk arthroplasty. The authors attributed this complication to the vertical keel design of the prosthesis. They report that prodisc implant is designed with a central keel on the underside of the metallic endplate; the use of this implant at adjacent levels may subject the intervening vertebral body to being split in half from keels placed above and below. Device related complications: device related failures were listed as core dislocation or subluxation, device fracture, catastrophic failure, and polyethylene wear and/or debris formation. Late postoperative complications related to total disk arthroplasty were reported to be consist of displacement or subsidence of the endplates, symptomatic facet pain after surgery, progression of facet disease, and heterotopic ossification. This is report 2 of 3 for (B)(4). This report is for an unknown prodisc l, polyethylene inlay, unknown part#/lot#. This report is for unknown quantity of devices.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event 2011. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).